Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiple cartridge alarms occurred during insulin delivery. Customer requested cartridge replacements due to constant error changes. Cts to send cartridge replacements. There was no adverse impact to the customer¿s blood glucose level.